Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush was suddenly loose in mouth [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that while brushing with an oral-b rechargeable toothbrush, version unknown, the brush of the oral-b flexisoft or precision clean brushhead was loose in his/her mouth. The consumer had used oral-b for years and never experienced this before. No symptoms developed. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she scratched the logo with a coin, but the logo did not come off. No further information was provided.